Event description:
It was reported that prior to beginning a prostate procedure, the laser system was initially powered on and a thick line appeared across the screen; upon completion of the power-up cycle, the touch screen was blank. It is unknown if the patient was present at the time when the event occurred, however, anesthesia had been administered. Alternatively, it was reported that the procedure was underway when the report was received and the method used for the prostate procedure is unknown. There was no report of patient injury.